Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side "deflation". Healthcare professional, additionally reported, "textured". Device has been explanted and replaced.